Event description:
It was reported that during a da vinci hysterectomy procedure, the tenaculum forceps instrument malfunctioned. The planned procedure was completed and no patient harm, adverse outcome or injury was reported. No fragments fell into the patient. On (B)(6) 2014, an intuitive surgical inc. Representative contacted the robotics coordinator and it was indicated that the surgeon was removing a large fibrotic uterus and the cables broke during the procedure.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found that the pitch down cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. Failure analysis also observed the pulleys at the proximal end were contaminated. The damage was likely due to improper cleaning. No other damage was found. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.